Manufacturer narrative:
(B)(4) for the reported event of band deployed prematurely. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first band was successfully deployed. However, second band partially deployed prematurely with the first band. The physician removed the scope and the device from the patient and manually detached the second band from the ligating device. The device and the scope were reinserted and the third band was deployed to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first band was successfully deployed. However, second band partially deployed prematurely with the first band. The physician removed the scope and the device from the patient and manually detached the second band from the ligating device. The device and the scope were reinserted and the third band was deployed to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device noted the presence of residue indicating use/handling. The suture was found broken and still attached to the trip wire loop at approximately 25 cm. Three bands had been deployed and not returned while the remaining four bands remained on the ligator head. An examination of the handle assembly found the trip wire loosely wrap around the spool with the proximal loop retracted into the handle. No evidence was present that the trip wire had been secured in the handle assembly slot during use. Functional evaluation of the handle was performed and no issue was noted. Based on the condition of the returned device, it is likely the trip wire not properly secured during the procedure which affected the deployment activity of the bands. Therefore, a review and analysis of all available information indicates that the most probable root cause is user/ use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.